Manufacturer narrative:
Report #3 of 3. The device used during the reported event was requested for evaluation however we have not received it. The lot/device manufacturing records were reviewed and found to be acceptable. The review of our complaint database did not find any other similar complaint for the reported lot.

Event description:
Information received from a user facility in (B)(6) indicated that small particles were seen in the main incision in the eye of three patients. All three events happened on the same day. The surgeon tried to wash the particles out but did not manage to remove all fragments. It is in the opinion of the surgeon that this will not cause any permanent injury to the patients and he does not see the need for any additional check-ups.